Manufacturer narrative:
Additional information: on march 9, 2021, mentor became aware that the impacted device is not a mentor device but a competitor's device (allergan). As a result, no further reports involving this device will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with 650cc mentor memorygel breast implants, catalog number shpx650, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021.